Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument, showing 4 uses left. The pogo pins did not stick and were not contaminated. Dcp verification of instrument passed. Failure analysis investigation did, however, find the following damages: one grip was bent, causing side-to-side misalignment of the grips. There was a .041 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. There were visible scratches on the surface of the distal pulley. The distal end of the main tube had scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, upon insertion of the maryland bipolar forceps instrument, an error message, instrument not recognized was received after several attempts. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.